Event description:
Country of complaint: (B)(6). Report from veterinary clinic. Allergic reactions, oozing wounds, cracking thread without prejudice to knot.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 13 unopened pouches. There are no previous complaints of this code/batch. There were (B)(6) unit of this batch code manufactured and distributed, there are no units OEM stock. Tightness test to the samples received has been performed and the units are tight. Knoll pull tensile strength testing of the samples received was performed and the results fulfill the requirements of the OEM. Batch manufacturing records were reviewed, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive action: not applicable.